Event description:
It was reported test failure code showed up on the screen when the programmer was turned on. It was also reported the handle needs to be fixed. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer booted to a system error due to a wrong overlay part. It is noted this part must have been change in the field. There is no record of an overlay problem from the past. Analysis also found the grommet for the handed cover was out of place. Usb (universal serial bus) port on the side was not functional. (B)(4).